Event description:
It was reported the patient had fallen on the ipg site and had been unable to communicate with the ipg using external devices. The sjm representative met with the patient and confirmed the communication issue. The patient was advised to contact a physician regarding the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.